Manufacturer narrative:
Contrary to the reported event, user facility personnel informed the steris service technician that arrived onsite that there was no fire and only a burning smell. The technician inspected the reliance vision washer and found evidence of charring on the wiring around the light assembly within the chamber of the unit. Based on the technician's inspection, the root cause of the reported event is attributed to the light ballast. The ballast is part of the lighting assembly and acts as a regulator that controls the electrical current to the light. It is likely that the ballast had short circuited, causing the light to overheat, resulting in the reported burning smell. The unit was installed in 2017 and is under steris service agreement for maintenance activities. The last preventive maintenance was performed by steris in january 2021. At this time, the washer was found to be operating according to specification. No issues with the function or operation of the unit were identified. The technician replaced the unit's light assembly, tested the unit, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported a burning smell coming from their reliance vision single chamber washer/disinfector and that the unit caught fire. No report of injury.